Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement approximately one week after implant. The lead had poor sensing and high increasing thresholds. The lead was repositioned and acceptable lead parameters were obtained. The lead remains in use. No patient complications have been reported as a result of this event.